Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the customer said pump was wet and not sure how but noticed it when she removed cartridge. The customer's bg specific value was unknown but displayed "high". A correction injection via manual injection was administered to address bg level. Cts provided pump reset information and assisted caller with resetting the pump however the malfunction alarm recurred. The customer reverted to manual injections for insulin therapy.